Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report a service code 204. Review of the pt's downloaded data confirmed can comm timeout flags. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) is still underway. The reported problem (service code 204 / can comm timeout) is being investigated. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the allegedly defective belt or monitor. The pt received a replacement electrode belt and monitor.